Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 10 days in use, leaking occurred at the conjunction of the inflation tube and tracheostomy tube. This event required an emergent tracheostomy tube change. No adverse health outcome resulted.

Manufacturer narrative:
One sample was returned for evaluation. Leak testing was performed by applying 18 cc of air to the inflation line and cuff inflated as expected. Unit was fully submerged in water and manipulated to determine if a leak was present. No leak was observed. The investigation did not reveal any intrinsic manufacturing defects with the returned device. Unit performed as intended.